Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. User-facility (uf) report number is mw5058471. (B)(4).

Event description:
It was reported that the right ventricular lead had artifact, however, it was minimal and no intervention was taken. The lead fracture was suspected. A subsequent device check showed no further artifact, but then still another subsequent device check showed multiple recordings of artifact and a lead integrity warning was triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.